Event description:
The patient had an evoke spinal cord stimulation (scs) system implanted on (B)(6) 2022. The patient has been seen for multiple reprogramming sessions starting in february - july 2022. During the session on 20 july 2022, the patient reporting experiencing ¿shocking¿ sensations from the device when lifting arms or rotating neck in certain directions. On (B)(6) 2022 the patient underwent an explant procedure due to lack of efficacy and dissatisfaction. The patient stated that after implant, the pain worsened. Multiple re-programming sessions were unsuccessful and still struggled. Facility staff also noted ¿he complained of random shocking that made his twitch uncontrollably and mentioned that he was embarrassed by it¿